Event description:
It was reported that post operatively of an adjustable gastric banding, the band was encapsulated and was thicker on the posterior side. The pt complained of complete blockage and inability to swallow solids. The surgeon does not feel it was a micro-perforation, he plicated to the crus, however, when he cut the plications down, it popped open. He believes there was an inflammatory response of some sort. The pt never had more than a total of 1.5cc. The band was removed and not replaced. The pt outcome was good.

Manufacturer narrative:
Date sent: 10/27/2009. Device was not returned for eval.